Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 3006705815-2020-01823. Related manufacturer report: 3006705815-2020-01824. It was reported that patient experienced ineffective stimulation since device system has been implanted. Patient denies any traumas or falls. Device system was explanted in 2018 and the explant date is estimated. No further information is available at this time.